Event description:
Drill bit in question was attached to powered handpiece and the doctor was drilling hole through tibial holding peg that was engaged in a tibial base plate template. Met resistance (thought to be cortical bone). Started to remove drill bit which was stuck, & it borke off in patient. Broken portion was left in the patientdevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.